Event description:
The customer reported that the system displayed a temp sensor failure and there was an intermittent loss of tube temperature function. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the high voltage cable assembly. The temp sensor message is no longer available. The system operates as intended.